Event description:
It was reported that the patient presented to the physician with dissatisfaction regarding excess tubing at the base of the penis, takes 10 to 35 times to press to erect the device, and the distal tips cause ejaculate to be pulled out on withdrawal with an inflatable penile prosthesis (ipp). The ipp remains implanted and active, the physician believes the device is working adequately just dissatisfaction.